Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer allowed the battery to deplete fully and the pump shut off. Subsequently, after plugging in the pump to charge for several days, a light was flashing on the pump however the pump was otherwise unresponsive. And was unable to be turned on. There was no impact to the customer's blood glucose level. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.